Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the veterinary surgeon notice any quality defects or non-conformities in the suture before it was used? A quality defect/non-conformity was observed in the suture during use: when the veterinary surgeon performed the ligatures on the ovarian pedicles, when she tightened her simple knots, the thread broke without exerting excessive tension. Did a quality defect/non-conformity in the suture come to light during the post-operative examination: not reported by the veterinarian. Did a quality defect/non-conformity occur in the suture during re-operation if this took place: not to my knowledge.

Event description:
It was reported an animal underwent an unknown veterinary procedure on (B)(6) 2024 and suture was used. During the procedure, one pyrometrical ablation of a female dog and one ovariectomy of a female dog (2 complaints have been logged: (B)(4)). When the vet did the ligature of the ovarian pedicles, while tightening the knots, without exerting excessive tension. The thread got broken. Surgeries could be performed using potentially defective devices without affecting animals to date. No adverse patient consequences were reported. Additional information was requested.